Event description:
A 24 mm diameter x 14 mm diameter x 13.4 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm. It was reported that pt developed a type 1 leak and received an open surgical repair. No sequelae were reported and the pt is reported to be fine. No further information was received.